Manufacturer narrative:
Clinical investigation: although a likely temporal association exists between the liberty cycler/liberty cycler set and the pt¿s peritonitis event; there is no documentation in the complaint file that indicates a causal relationship. Additionally, there are no reported allegations of a liberty cycler/liberty cycler set device malfunction causally associated to the patient¿s peritonitis event. The etiology of peritonitis cannot be determined with the information available in the complaint file. Should additional information become available this clinical investigation will be re-evaluated.

Event description:
A peritoneal dialysis patient's contact reported that the patient has been diagnosed with peritonitis one month prior.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported that the patient has been diagnosed with peritonitis one month prior.